Manufacturer narrative:
Complaint coding was updated/corrected to better reflect the reported event. Therefore, section h6 (health effect ¿ clinical code, health effect ¿ impact code, and medical device problem code) has been fully repopulated and should be regarded as the coding that accurately reflects the reported event.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that during assistance with impella 5.5, the automated impella controller (aic) error alarm sounded and a display problem occurred where the position waveform was not displayed, so the aic was replaced. The pump continued to operate without any problems even during the alarm and after the aic replacement, and the patient's condition was stable without any issues.